Event description:
(B)(4). Event occurred in the united states. The patient reported that a week before this report, the cannula of her infusion set was found to be bent. She experienced vomiting and high blood glucose level of 400 mg/dl to 500 mg/dl due to which she was admitted to the intensive care unit. The patient was hospitalized for two nights. Furthermore, in the morning of this report, she had high blood glucose level of over 600 mg/dl and started to throw up. She self-treated it with an injection and removed her infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.